Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of parts fell off was confirmed as the distal bearing was fractured and detached. The likely cause of the failure is due to corrosion. It was also noted that the tool cannot be inserted into the attachment. G3: aware date used as additional information received date as the event is reported based on the communication received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the parts fall off from the attachment after use. There was no patient involved. Additional information received stating that the internal front bearing of the attachment broke and fell off.